Manufacturer narrative:
Initial reporter phone number: (B)(6). Health effect- impact code: f2203 . The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture, baker grade iii. Visual analysis of the photographs identified: -capsular contracture: unable to confirm as it is a medical event not related to the device. -double capsule: unable to confirm as it is a medical event not related to the device. In the photos observed two devices, it¿s not labeled for side explanted, a device appears to be intact, and the other have an opening. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional has reported a right side capsular contracture baker grade iii and double capsular. Device has been explanted and replaced with a non-allergan device.